Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) observed a belt slip error while occluding the roller pump. The device was not changed out, as the ccp reduced occlusion and the belt slip error went away. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The field svc rep (fsr) was able to reproduce the reported issue during troubleshooting once but then could not repeat belt slip error. The pump was not used in arterial position, correct position not known. Software version of the roller pump is 1.3.